Manufacturer narrative:
Mesh exposure - conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt underwent surgical removal of the transvaginal mesh, due to erosion through the vaginal tissue. Dates of use were reported as 2006 - 2009.